Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The caster and base were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the caster broke off the base. Despite the reported complaint, the hospital chose to use the machine in this condition. There was no reported patient injury.